Manufacturer narrative:
The device was returned for analysis and the tip jacket was noted to be stretched/separated and the inner member separated). The activation failure/deployment issue was unable to be replicated in a testing environment due to the condition of the returned device. The reported mechanical jam was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Interaction/manipulation of the device likely resulted in the noted device damages (tip jacket stretched/separated, inner member separated). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 4.5x60mm supera self expanding stent system (sess) was advanced, and the proximal portion of the sess was blocked during deployment of the stent. The sess and stent were removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified a separation in the tip jacket and inner member.